Event description:
It was reported that the pump software intermittently did not accurately adjust the amount of insulin delivered. Blood glucose was not impacted. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
Device not returned.